Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated it's been taking longer and longer to charge. Patient said if they replace the battery with the newer battery that they got with their upgraded implant controller, seems like they can charge faster and charge the battery faster as well. Patient also mentioned the paddle seems hotter than usual. Patient stated they were seeing an error code yesterday to replace the controller battery and it took 5 hours to charge. Patient mentioned at some point while they were charging, the internal battery lost charge while it was charging the start of the 3rd session and when they were going up to 100%, it went to 70% and after like an hour, it dropped to 60% even though the connection was excellent. Patient service specialist reviewed this could be related to the paddle getting hot and the error code coming up. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Patient mentioned this is the 2nd or 3rd time they have had to get a new paddle. Agent sent request to repair for rtm. Pt requested two for a backup and agent reviewed can send one as there is an issue with one rtm and to call back if the issues continue.

Manufacturer narrative:
B3: event date is date valid  section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger due to the patient having multiple implants, it was unknown which implant was being used with the recharger. Brand name intellis; product ID 97715 (serial (B)(6)); implant date: (B)(6) 2023 brand name intellis; product ID 97715 (serial (B)(6)); implant date: (B)(6) 2019 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.